Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80% stenosed, 12mmx3.5mm, concentric target lesion was an area of instent restenosis located in the mildly tortuous and severely calcified left circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, the standard procedure to introduce the balloon into the lesion and inflated was followed. However, the balloon ruptured at 7atm and was then removed slowly and smoothly step by step from the patient's body. The procedure was completed with a different device. No complications reported and patient is stable. It was further reported that resistance was encountered while advancing the device. There was no observation of a blade detachment and the blade was not left inside the patient.

Manufacturer narrative:
A2. Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to an encore inflation unit inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon longitudinal tear approximately 3mm in length. The longitudinal tear is located approximately 2mm distal of the distal edge of the proximal markerband towards the mid-section of balloon. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 0.5mm in length of the centre of one of the cutting blades was completely detached and missing from the balloon material. The remaining section of the blade was undamaged and fully bonded to the balloon material. The detached section of blade was not returned for analysis. The complete pad of the blade remained fully bonded to the balloon material. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A kink was identified on the hypotube shaft approximately 160mm from the distal edge of the strain relief. No other damage or any other issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80% stenosed, 12mmx3.5mm, concentric target lesion was an area of instant restenosis located in the mildly tortuous and severely calcified left circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, the standard procedure to introduce the balloon into the lesion and inflated was followed. However, the balloon ruptured at 7atm and was then removed slowly and smoothly step by step from the patient's body. The procedure was completed with a different device. No complications reported and patient is stable.